Manufacturer narrative:
Blood glucose (bg) of 41-52 mg/dl were recorded by continuous glucose monitor (cgm) from 9:41:50 am to 11:02:06am on (B)(6)2019. The pump recorded this data when it regained connection with the transmitter (9:41:50 am, 10:46:54 am, 11:02:06 am), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results, indicates the low bg happened from approximately 9:21:50 am to 9:31:50 am and again from 10:46:54 am to 11:02:05 am. Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 and (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. At 9:35:49 am, user enters a bg value of 147 mg/dl. The cgm¿s backfill indicates that the bg value was 62 mg/dl at 9:36:50 a.m. Making bolus requests while still having iob and entering in an inaccurate bg value could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced blood glucose (bg) of 46 mg/dl which was addressed with the customer consuming oreos. Cause for bg was unknown.